Manufacturer narrative:
The underlying cause of the alleged event is undetermined. A device deficiency was not alleged. The nurse consultant inspected the lift and could not find any deficiencies; nothing was bent, and all casters touched the ground. He was not aware of the last time the lift was serviced. He advised that the two certified nursing assistants who were operating the lift at the time of the event demonstrated what they did, and he verified that procedure was followed. The patient was reported to weigh (B)(6) pounds, which is below the lift's weight rapacity of 600 pounds. The nurse consultant advised that the lift is quarantined and not being used. He requested an inspection of the lift to verify it is working order. It is expected that the lift will be returned to invacare for inspection. Once the lift has been received and evaluated, a supplemental record will be filed.

Event description:
A regional nurse consultant at a facility reported that an rpa600-1 lift was being used to lift a patient from his bed to a chair when the lift tipped over, and the patient fell to the floor. The patient was taken to a hospital and received an x-ray, which showed his femur was fractured. The patient remained in the hospital, undergoing surgery on (B)(6)2021 to repair the injury, and then he returned to the facility.